Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 285, 264, 293, 263 and 402 mg/dl. The customer¿s expected fasting blood glucose test result is below 155 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/20/2025 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a followup call on (B)(6) 2024 to ensure the replacement products resolved the initial concern able to establish contact with customer who stated replacement products resolved initial concern.